Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were able to clear the alarm and buttons were working normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.